Event description:
The patient received two drg leads from the same lot number. It was reported the patient was experiencing ineffective stimulation coverage therapy in the foot from the existing drg system. Consequently, the patient underwent a trial at a new level (l5). Reportedly, the trial was successful and the patient's physician plans to implant an additional lead to the existing drg system at a future date.

Event description:
Follow up identified the reported issue has been resolved and patient is now receiving effective stimulation therapy.